Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary bowel dysfunction. It was reported that their stimulation was not turning up and that the issue had been going on for a couple of weeks. The patient stated that they didn't feel the stimulation because the stimulation was too low, but when they tried to increase their stimulation, they confirmed seeing the maximum settings (oor) screen. The patient added that they already tried to decrease then increase their stimulation and that they also tried changing programs, but they still got the oor screen after increasing their stimulation. Redirected to their hcp to further address the issue. The patient stated that they didn't have an hcp in their current area and, then requested an mdt rep's phone number. The agent reviewed role of the rep and emailed the patient physician listings. The agent also sent an email to the field for visibility.